Event description:
It was reported that the 9800 system will arch and the image will go black, but will recover after a few seconds. This has happened several times over a period of a few weeks. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The tube was replaced and calibration completed. The system was then tested and found to be working as intended. The system was returned to service.